Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Multiple follow up attempts were made to obtain additional information regarding this issue; however, a response was not received. Customer's blood glucose level was 177 mg/dl.